Event description:
As reported via the edwards clinical specialist, one week s/p sapien valve implantation, the patient was admitted for retroperitoneal bleeding. The patient received two units of blood during the re-admission. According to the case summary, the patient had a transfemoral surgical cutdown procedure. There were no vascular or access related complications at the time of the procedure and no difficulties with the insertion of the retroflex3 sheath were experienced. The patient was discharged 5 days after the index procedure. He was admitted to an outside hospital one day after his discharge due to back pain. CT imaging demonstrated a retroperitoneal bleed but it was not deemed to be actively bleeding at that time. Repeated CT one day later found that the bleed was growing. The patient received two units of blood. During his re-admission the patient was noted to be "hypersensitive" to coumadin and was monitored at a clinic and the dosing was regulated.

Manufacturer narrative:
Per the instructions for use (IFU), hemorrhage (bleeding) requiring treatment is a potential adverse event associated with the aortic valve replacement procedure and use of the transfemoral sheath. A retroperitoneal bleed/ hemorrhage is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. In this case, according to the operators the cause of the reported late bleed was hyper anti-coagulation. The patient was noted to have an elevated inr due to a supratherapeutic dose of coumadin. The bleeding from the site of the vascular surgical repair was noted to be small but due to anti-coagulation, the bleeding continued and accumulated. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.